Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4)

Event description:
This procedure was performed in (B)(6). During flushing for sfa atherectomy, the nose cone of the silverhawk was damaged and out of control. Another product (lsm) was used to complete the case. This issue was observed during flushing-it was not activated. Evaluation of the returned silverhawk was completed february 24, 2016. A review of the manufacturing records for this lot revealed no discrepancies relevant to the reported event. The silverhawk was received in its open labeled pouch along with its cutter driver unit. No ancillary devices or cine images from the procedure were received. The distal assembly was examined and appeared to have kink just distal of the cutter window. Closer examination revealed a hole in the side of the distal assembly. The damage is in an area of the distal assembly were the cutter head would still be rotating if it was activated. The cause of the cutter head interacting with the sidewall of the distal assembly could not be determined. The customer experience of the silverhawk with distal assembly damage discovered during flushing was confirmed. The damage consisted of a kink and a hole in the sidewall of the distal assembly. The hole is in a region of the distal assembly where the cutter head would still be rotating if advanced distally. The cause of kink could not be determined.